Event description:
On (B)(6) 2013, the reporter contacted animas alleging an unresponsive button issue. The "down" arrow button is completely unresponsive. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 date of submission 11/06/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/25/2013 with the following findings:the keypad was found to be fully intact; there was no peeling or damage observed. During testing, the down arrow keypad button was found to be intermittently unresponsive; all other keypad button responded appropriately. There was evidence of contamination found under the down arrow and contrast key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.